Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient started having utis again. The caller indicated that the patient had been implanted with the ins to help with utis and incontinence, but the patient has now started having utis again indicating that the patient has had 4 different utis. The caller stated therapy helped the patient for a while, but when the patient had the utis therapy stopped helping for incontinence and has now been slowly getting worse. The patient reported that their healthcare provider (hcp) put the patient on estrogen and that had been helping with the patient's utis. At the time of the call the patient was set at 2.1 on program 3 and during the call the patient tried increasing to 2.2, but this caused aching so the patient decreased back to 2.1 where stimulation was comfortable. Later in the call the patient changed to 1.4 on program 4 and was advised to follow-up with their hcp if their symptoms do not resolve. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated the beginning program became ineffective. The patient lost control, and then had four utis in a row. They called patient services, and they helped the change to the next program. The patient mentioned that they were doing much better. They still had occasional incontinence, but it's down to once every two to three weeks. They don't feel safe enough yet to go without a pad. They stated that they didn't have any more utis. The patient had better control, but not 100%. There were no further complications reported as a result of this event.